Manufacturer narrative:
A supplemental MDR is being submitted for review of medical records. Per medical record review, the reason for the explantation of the 20mm s3 tavr valve, was due to severe prosthetic aortic valve stenosis with a peak gradient of 66mmhg, a mean gradient of 36mmhg, and ava of 0.91cm2. The cause of the prosthetic valve stenosis could be attributed to pannus formation and/or prosthetic thickening/calcification on the valve. As such this MDR is a correction and a supplemental report is being submitted.

Manufacturer narrative:
At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, despite multiple requests for information, the patient medical records have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the reason for explanting the 20mm sapien 3 thv 4 years and 4 months post tavr remains unknown and the device is not available for evaluation. There is no indication or allegation that a product deficiency or device malfunction contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Na.

Event description:
As reported by patient implant registry, approximately 4 years and 4 months post implantation of a 20mm sapien 3 valve in the aortic position, the device was explanted and replaced with a surgical valve. The reason for the valve explantation is unknown at this time.